Event description:
It was reported that the patient had "had four revisions in the past." The pump was infusing an unknown drug at that time. One revision was previously reported in manufacturer report # 3004209178-2013-21254 for this patient. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the revisions were due to catheter occlusion in the distal/spinal segment. The catheter failed to aspirate. The patient had seizures related to the event. The device system was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had a history of seizures.